Manufacturer narrative:
(B)(4).

Event description:
It was reported "iabc removed due to single high-pressure alarm of unknown origin". Additional infomation states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint for "high pressure alarm" is not able to be confirmed. The product was not returned for investigation. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "iabc removed due to single high pressure alarm of unknown origin". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".